Event description:
This lead was implanted on (B)(6)2013 and remains implanted at this time. A call to technical services placed on (B)(6)2013 stated that there was high ra pacing output and large percentage of 57%. The physician was dr.(B)(6) at (B)(6)clinic. No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).